Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø3.5 self-tap l32 tan, p/n: 412.112s, lot: 774p550, exhibits signs of normal use. No significant product problem was observed on the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test to evaluate the allegation of unable to assemble, was not conducted since the mating device was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the lockscr ø3.5 self-tap l32 tan, p/n: 412.112s, lot: 774p550, was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device history lot product code: 412.112s, lot number: 774p550, manufacturing site: jabil grenchen, release to warehouse date:26/04/2022, expiry date:01/04/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation for a tibial plateau fracture with the screw in question. The locking screw was attempted to be inserted in the second hole from the distal end, but the torque could not be applied, so it was removed. After inserting the locking screw into the most distal hole, the surgeon again inserted the newly opened screw into the second hole from distal. Torque was also firmly applied. The threaded drill sleeve fit securely, and there was no indication of incorrect direction of drilling or screw insertion. The newly opened screw was firmly torqued, so the problem seemed to be on the screw side. The surgery was completed successfully with a 30-minute delay. No further information is available. This report involves one 3.5mm ti locking scr slf-tpng w/star drive recess/32mm-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hsb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6) medical center. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.